Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The following were performed: external visual inspection, receiver charge and boot, final functional test and pairing test, pairing/calibration/performance/range test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned product. The probable cause could not be determined post investigation.